Event description:
It is reported that patient is experiencing loosening of the tibial component.

Manufacturer narrative:
These devices are used for treatment. No devices or photos were received; therefore the condition of the component is unk. Review of primary operative notes confirms pt underwent a bilateral total knee arthroplasty due to degenerative joint disease. The right knee was addressed first with the left knee following. Trial components showed excellent restoration of alignment, stability, and motion from 0 to 120 degrees. Components were cemented in using pressurization technique. Components appear to be implanted at the correct orientation and fit as per the surgical technique and do not indicate root cause. A product history search revealed no add'l complaints against the related part and lot combination. A definitive root cause cannot be determined with the info provided.

Manufacturer narrative:
Visual inspection of the tibial component confirmed that the holes in the plate are filled with bone cement. The posterior surface appears to be scuffed. The anterior surface of the plate shows nicks and discoloration. Dimensions were found conforming to print specifications where measured. Revision op-notes were received. The op-notes confirm that patient underwent revision for failed left knee arthroplasty. Per the notes, during surgery it was noted that inflammatory changes were seen but no active evidence of infection. The tibial component was found to be loose and the medial collateral ligament was slightly attenuated accounting for both flexion and extension laxity. The components were removed with minimal bone loss. The persona knee system package insert states that "loosening of the prosthetic knee components" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is further reported that the patient was revised due to loosening of the tibial component.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. This report will be amended when our investigation is complete.